Event description:
Concerns developed by the healthcare team over a period at time that the exergen temporal artery thermometer was not giving accurate reading for pt's temperatures. Surveys done by hosp on inpatient units included a 2-3 day review at pt's temperatures indicated an unusual # of pt's temperatures with readings of < 97 degrees. Product was replaced with another thermometer due to concerns re: accuracy. Temperature summary: surveys done on 8/00, 9/14/00, and 12/7/00. Included a review of 2-3 days of temperatures for inpatients with three to four readings for each pt. On 12/7/00 reviewed with each floor that digital thermometers are being used. Comparison: by pooled readings: date of survey 8/00 temporal thermometers (tt), 9/14/00 tt with education, 12/7/00 new thermometers respectively: number of pt charts reviewed 0, 90, 90; number of readings 266, 312, 341; number of readings with: temp greater or equal to 98.6 degrees, 29 (11%), 79 (25%), 119 (35%); temp greater or equal to 100.0 degrees, 6 (3%), 26 (8%), 39 (11%); temp <97.0 degrees, 117 (44%), 101 (32%), 31 (9%); temp <96.0 degrees, 24 (9%), 21 (7%), 2 (1%). Note: not mutually exclusive, so have overlap.